Event description:
Report received from the USA stating that there was a "leak in the hose." The device was not being used during surgery. There were no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. Ref: (B)(4).